Manufacturer narrative:
Upon investigation of the actual device used in this incident, field service engineer did not find any hardware issues and asked technical support specialist to look into the errrors. Technical support specialist dialed into the station and found device working normally. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system freezes during procedures. Customer reported there was a delay during procedure and no additional information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2021 to 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the or2 and or9 anesthesia stations were frequently unexpectedly stopped responding and need to be rebooted. A field service engineer did not find any hardware issues and asked technical support specialist to look into the errors. A technical support specialist dialed into the station and found device working normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system freezes during procedures. Customer reported there was a delay during procedure and no additional information was released. There were no adverse events or injuries reported based on this incident.